Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, compromised immune resistance, biomechanical overload, bruxism, pain, increased sensitivity.